Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 16 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it failed to cross the lesion and noticed that the stent was frizzy and splitting. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 16 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it failed to cross the lesion and noticed that the stent was frizzy and splitting. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion had severe stenosis, was mildly tortuous and moderately calcified.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 16 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 16 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it failed to cross the lesion and noticed that the stent was frizzy and splitting. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion had severe stenosis, was mildly tortuous and moderately calcified.